Event description:
It was reported that the unit would not maintain a block of ice during a case. The device was not changed out. No reported patient effect. (B)(4).

Manufacturer narrative:
(B)(4). Maquet provides product failure investigation, analysis and resolution for the device described in this report. A service order has been dispatched to a maquet field service technician. A supplemental medwatch will be submitted as soon as additional information becomes available.